Manufacturer narrative:
(B)(4). The event of rupture, was initially reported via epsr on 07/23/2015. Device labeling: potential adverse events that may occur with silicone gel-filled breast implant surgery include: implant rupture, capsular contracture, reoperation, implant removal, pain, changes in nipple and breast sensation, infection, scarring, asymmetry, wrinkling, implant displacement/migration, implant palpability/visibility, breastfeeding complications, hematoma/seroma, implant extrusion, necrosis, delayed wound healing, breast tissue atrophy/chest wall deformity, calcium deposits, and lymphadenopathy. Capsular contracture is also a risk factor for implant rupture, and it is one of the most common reasons for reoperation. In addition, improper size, placement, surgical technique, or capsular contracture may result in pain. Patients should be informed that dissatisfaction with cosmetic results related to such things as scar deformity, hypertrophic scarring, capsular contracture, asymmetry, wrinkling, implant displacement/migration, incorrect size, and implant palpability/visibility may occur. Lymphadenopathy has also been reported in some women with implants. The patient should be told that the presence of lumps, persistent pain, swelling, hardening, or change in the implant shape may be signs of symptomatic rupture of the implant. If the patient has any of these signs, she should be told to report them and possibly have an MRI evaluation to screen for rupture. Sometimes there are symptoms associated with gel implant rupture. These symptoms include hard knots or lumps surrounding the implant or in the armpit, change or loss of size or shape of the breast or implant, pain, tingling, swelling, numbness, burning, and hardening of the breast. Patients should be advised to contact their surgeon if there is significant pain or if pain persists. Calcium deposits can form in the tissue capsule surrounding the implant with symptoms that may include pain and firmness.

Event description:
Follow-up with physician reveals the following left side events: capsular contracture, "baker iii/IV noted," "reactive axillary lymph nodes," "edema suspected," and "pain." Pathological testing of the left breast capsule had "features consistent with breast implant-associated anaplastic large cell lymphoma." The description of the capsule included "three adjacent but separate hard white nodules measuring 5.0 cm, 5.5 cm, and 6.0 cm in maximum diameter." As testing for alk results were not performed on the provided pathology tests, alcl cannot be confirmed and will continue to be captured as lymphoma.

Manufacturer narrative:
The event of lymphoma alcl is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Device labeling addresses: "based on information reported to FDA and found in medical literature, a possible association has been identified between breast implants and the rare development of anaplastic large cell lymphoma (alcl), a type of non-hodgkin¿s lymphoma. Women with breast implants may have a very small but increased risk of developing alcl in the fluid or scar capsule adjacent to the implant. Alcl has been reported globally in patients with an implant history that includes allergan¿s and other manufacturers¿ breast implants. You should consider the possibility of alcl when you have a patient with late onset, persistent peri-implant seroma. In some cases, patients presented with capsular contracture or masses adjacent to the breast implant. When testing for alcl, collect fresh seroma fluid and representative portions of the capsule, and send for pathology tests to rule out alcl. If your patient is diagnosed with peri-implant alcl, develop an individualized treatment plan in coordination with a multi-disciplinary care team. Because of the small number of cases worldwide, there is no defined consensus treatment regimen for peri-implant alcl."

Event description:
Additional information provided by healthcare professional notes diagnostic information reported cd30+ and alk-. Pathological markers to confirm alcl have been received. Patient has since received (B)(4) rounds of choep treatment (B)(6) 2015-(B)(6) 2016, (B)(4) rounds of gdp treatment (B)(6) 2016-(B)(6) 2016 and (B)(4) rounds of brentuximab, starting (B)(6) 2016 until present. A stem cell transplant is planned for (B)(6) 2016.

Event description:
Health professional reported "calcification in capsule" and "anaplastic large cell lymphoma (alcl) pathology in the removed, left breast capsulectomy specimen with exchange of implant." Alcl has not been confirmed as pathological markers have not been received. The event will be captured as lymphoma at this time.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
There are red particles on the device. There is an extended opening in the radius of the shell. Device weighs (B)(6) and is considered underweight. There is a linear striated opening of the shell described as surgical damage. There is a stress-strain cruve of material in the shell described as surgical impact opening. Shell thickness is described as within specifications. There is a non-penetrating nick in the shell described as surgical tool scratch like. There are flat creases on the shell and a 40mm dark patch edge material inside gel device on the patch.

Event description:
Follow-up with physician reveals the following left side events: capsular contracture, "baker iii/IV noted," "(B)(6)," "edema suspected," and "pain." Pathological testing of the left breast capsule had 'features consistent with breast implant-associated (B)(6).&#63508;the description of the capsule included 'three adjacent but separate hard white nodules measuring 5.0 cm, 5.5 cm, and 6.0 cm in maximum diameter'. As testing for alk results were not performed on the provided pathology tests, (B)(6) cannot be confirmed and will continue to be captured as (B)(6).